Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (3014862188-2021-01187,3014862188-2021-01186 test 2,3 of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result 1 september 2021. Negative pcr. Report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c3452, cc3453 (3014862188-2021-01187,3014862188-2021-01186 test 2, 3 of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result (B)(6) 2021. Negative pcr. Report 1 of 3.